Event description:
It was reported the pt had not charged her ipg "in a while", and she could not recall how long it had been since she charged. Her ipg allegedly was unable to communicate with her programmer nor charger. No further info is available at this time.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.